Event description:
The sales rep reported he was informed by the surgeon that they removed delta plates and screws because the patient was experiencing scalpel openings and drainage.

Manufacturer narrative:
Device not returned for evaluation. If any additional information is received, it will be reported on a supplemental report. Device not returned.